Event description:
It was reported that the patient experienced pain, redness, and tension at implant site and around device. A pocket revision was performed. Implantable cardioverter defibrillator (ICD)  remains in use. Patient is enrolled in the more care clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. (B)(4).